Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device being frozen/ not moving identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen and would not move. It was further observed that the device had component damage and did not function and the moving parts did not move smoothly. It was further determined that the device failed pretest for general condition, checking for mechanical free movement, checking general function in running mode and checking the oscillation frequency with frequency meter. It was noted in the service order that the internal components of the device had gradual deterioration of metal (such as corrosion, rusting, and pitting). There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.